Event description:
It was reported by service report that the unit had load cell issues. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: load cell.